Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit passed, active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed, dat at 0.0874 inches. Pump did not pass the sleep current measurement test, due to high currents. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted, during testing. Pump was monitored with guardian link transmitter and no lost connection noted, during testing. No alerts/anomalies/alarm noted, during test. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection. And found moisture damage to the pcba 1, pcba 2 and force sensor. The following were noted, during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (end cap address label peeling). Sensor updating/sg not available was not confirmed. Change sensor/bad sensor was not confirmed. No current code/category was not confirmed. Unexpected battery power loss was confirmed, due to moisture damage to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received, by medtronic. Indicated, that the customer had issue related to change sensor alert and sensor updating alert. No harm requiring medical intervention was reported. Troubleshooting was performed. And customer mentioned, issue related to pump. The customer will discontinue using the device. The product (insulin pump) will be returned for analysis.